Manufacturer narrative:
Additional information was received that the patient underwent an explant of the previous system due to severe stimulation changes with posture and scs was turning on and off. The explanted devices were replaced with an entire new system. No malfunction suspected with the replaced system. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial no.: (B)(4), product description: linear¿ 3-6 lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information was provided to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information was provided to bsn.